Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the implantable pulse generator (ipg) the patient began to experience heart palpitations and increased heart rate. After the parameters were adjusted the patient began to feel weak. After the adjustment the engineer stated that it could be adjusted more slowly if necessary. The device remains in use. No further patient complications have been reported as a result of this event.